Event description:
Ous MDR - after an implantation time of about 12 months, it was reported that the ICD was in eri mode. During the exchange of the device, a defect of the linox lead was suspected (it had been implanted in 2009) since the holter showed oversensing. No shock was delivered. The ICD was explanted and returned to biotronik for analysis. The linox was capped and remained inside the patient.

Manufacturer narrative:
The leads complained about were not returned for analysis. There is no indication of a material defect or manufacturing error.